Manufacturer narrative:
The customer¿s report of a crack was not confirmed. Visual inspection was performed on the extension set to look for defects such as cracks, kinks, tears and separations in the tubing and the rest of the components. No issues was observed . Tactile examination found that the stand-alone smartsite was completely fastened to the female luer. Functional and pressure testing resulted in no leaking or air bubbles detected anywhere on the extension set during the gravity run. Disassembly of the check valve part resulted in discovery of a particle located between the housing seal area and the affixed silicone diaphragm disk. The size of the particle was measured to be 0.0853¿ long. The particle was identified to be cellulose. The root cause of the customer¿s report of a crack was not identified.

Event description:
The customer reported that the pca tubing cracked at an unspecified location. There was no report of patient harm.

Manufacturer narrative:
Gtin/UDI number for item 30873 lot 16025334 is (B)(4).

Event description:
The customer reported that the pca tubing cracked and leaked during patient use.

Manufacturer narrative:
The customer¿s report of a crack was not confirmed or replicated. Visual inspection identified no anomalies. Tactile examination indicated that the concomitant needle free valve was completely fastened to the female luer. Functional and pressure testing resulted in no leaking. The root cause of the reported crack and leak was not identified.